Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2012, with the implantation of an afx bifurcated stent graft, an afx suprarenal aortic extension, and three (3) afx limb extensions. The patient was admitted to the emergency room (ER) on (B)(6) 2018, due to severe leg pain. A computed tomography (CT) scan revealed an occluded right iliac limb and a kink, separation, or displacement of one of the extensions. The resulting claudication was treated on (B)(6), 2018, with the implantation of two (2) afx vela infrarenal stents, an afx vela suprarenal stent, and an ovation ix extender. Reference (manufacturer report #2031527-2018-00128). Approximately six (6) years after the secondary procedure, during a routine CT follow-up, a type iiia endoleak was identified due to the separation of the ovation iliac limb from the afx main body limb. On (B)(6) 2025, the patient underwent a re-intervention, during which the physician elected to implant two (2) ovation ix extenders. The final patient status remains unknown, as it was not made available to endologix.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak is unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest left common iliac artery stenosis and graft migration also occurred. The left common iliac artery stenosis was discovered during a review of the operative notes. There were multiple revisions of previously placed graft-cautionary product usage. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the implant separation and type iiia endoleak is confirmed. The additional endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest left common iliac artery stenosis and graft migration also occurred. The left common iliac artery stenosis was discovered during a review of the operative notes. The complaint is likely user and anatomy related. There was off label use of multiple revisions of previously placed graft(s) and concomitant product use of ovation and afx. There was left common iliac artery aneurysm enlargement of 5.4mm likely leading to stent movement and separation. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data - additional. G3: awareness date ¿ updated. H6: investigation type codes - remove code 4119. H6: investigation conclusion codes - remove code 4315. H10/11: additional manufacturer narrative - updated.